Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, due to a pump shutdown due to normal battery depletion. After a pump reset, the customer experienced an elevated blood glucose (bg) level of 457 mg/dl and ketones and was taken to the emergency room (ER) and subsequently hospitalized on (B)(6) 2021. The customer was treated intravenous with fluids of saline with potassium and insulin and released on (B)(6) 2021, with issue resolved and no permanent damage. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.